Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat5 aspiration catheter. Upon removing the catheter from its packaging, it was found fractured prior to use. The procedure continued using a new catheter to complete the procedure.